Manufacturer narrative:
An event of use-related tissue damage and anemia was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient became anemic due to blood loss from the access site of the delivery system from the procedure. Heparin was administered during the procedure and increased activated clotting time from 136 seconds to 330 seconds. Based on available information, the reported event appears to be related to procedural conditions (blood loss from access site). There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2024, a 23mm navitor valve was selected for implant using a flexnav delivery system. The patient's activated clotting time (act) level baseline was 136 seconds. After 7,000 iu of heparin was administered, the act level was 330 seconds. It was noted that the patient became anemic due to blood loss from the access site of the delivery system from the procedure. Compression was performed to stop the bleeding. The decision was made to transfuse the patient with 1 unit of packed red blood cells. The patient was discharged after hospitalization.